Event description:
It was reported that a phone call was received from the hospital regarding a driveline fault alarm on the patient's system controller (one tone every 4 hours). The system controller driveline connection was checked. The modular cable connection was checked. Both connections were confirmed to be secure and functioning correctly, but the alarm persisted. Log files from the old system controller (B)(6) were then provided and captured left ventricular assist device (lvad) internal faults on (B)(6) 2025. This fault was associated with pump speed issues, high power, high pump temperature and several lvad fault flags. The driveline was disconnected on (B)(6) 2025 at 12:52:04 and reconnected on (B)(6) 2025 at 12:52:14 but the lvad faults returned. The driveline was then disconnected again and remained disconnected the rest of the log file. Next, log files from system controller (B)(6) was reviewed and captured a clock corrupt event until 13:51 on 17jun2025 when the clock was reset. At this time, the log file was capturing driveline power b faults due to an open system controller b fuse. The power was cycled a few times, but the driveline power b faults returned. On (B)(6) 2025 the driveline was disconnected and remained disconnected for the rest of the log file. Exchanging the system controller resolved the alarm. A new system controller was given and log files were extracted. Technical services reviewed the new system controller log files, and they showed no issues with the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Further review of the log files from system controller (B)(6) showed this system controller being put into use on an unknown event date (clock was not properly set at this time, displaying a timestamp of "(B)(6) 2000"). The information from this unknown date was relevant because this date was when the system controller's fuse became damaged which was addressed under this current event. The system controller being put into use on this unknown date indicates that another system controller was exchanged to this system controller, and available data suggests that this system controller exchange occurred at least over 1 year ago.

Manufacturer narrative:
Section a: patient initials corrected. Date of birth could not be provided due to privacy laws, patient age estimated. Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported on (B)(6) 2025 that there was a driveline fault alarm on the controller. The system controller driveline connection and modular cable driveline connection were checked and reportedly found to be secure and functioning correctly. The controller was then replaced, which resolved the driveline fault alarm. It was also reported that the patient¿s original controller was thought to have had the same issue. Review of the submitted log files found that low speed advisory, low flow, and lvad internal fault alarms were captured on (B)(6) 2025 that were consistent with rotor instability. Although a specific cause for the rotor instability could not be conclusively determined, the rotor instability resolved with a power cycle via a driveline disconnect and reconnect. Driveline power fault alarms were also captured that appeared to be related to an open fuse on the controller; refer to the controller investigation regarding the reported driveline power fault alarms. There did not appear to be any other notable findings from the time of the reported event. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 "alarms and troubleshooting¿ of the IFU outlines system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Incidental finding: an unexplained pump restart was captured on (B)(6) 2025. No further information was provided. The manufacturer is closing the file on this event.